Manufacturer narrative:
A partial lead was returned in one piece for analysis. The field report could not be confirmed since the complete analysis could not be performed due to the condition of the received lead. It was incorrectly reported earlier that the right ventricular lead was turned off, but the lead was capped on (B)(6) 2017.

Event description:
The right ventricular lead was capped on (B)(6) 2017.

Event description:
It was reported that an asymptomatic patient's right ventricular lead had chronically high lead impedance. During an unrelated procedure, the lead insulation was also noted to be damaged. The device was reprogrammed to aai and the right ventricular lead was turned off. The patient was stable.